Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. They could aspirate the expected reservoir volume but were unable to fill the reservoir past 16ml, this had happened on the last 2 refills on (B)(6) and on this report date, the health care professional reported significant resistance at 16ml so she stopped pushing and updated the pump to 16ml. The patient had not had any hyperbaric exposure/altitude changes. They had several pump patients and did several refills per month but this was the only patient where refill difficulties were experienced. There were no symptoms reported, the patient was doing fine clinically. No further complications were anticipated/reported.

Event description:
Additional information was received on 02-may-2017 and it was reported that the troubleshooting and actions/interventions taken with regards to the inability to fill the reservoir with more than 16 ml was to ¿stop injecting¿. The cause for the inability to completely fill the reservoir was not determined and the issue was not resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.